Manufacturer narrative:
The pump passed the displacement test, active current test and self test. Pump failed the sleep current test due to moisture damage on the electronic assembly. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed charge/battery lasts less than expected due to moisture damage on the electronic assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump had battery life issue. Customer's blood glucose level was unknown. The device will be returned for analysis.